Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient stopped wearing the ci due to headaches and poor sound quality. The device has been explanted.

Manufacturer narrative:
Based on received telemetry measurements and investigation results, it is assumed that excessive bone growth around the reference electrode contacts has caused the reported headache and bad sound quality. Device investigation does not show any damage, which could otherwise explain for the reported symptoms, but only damages related to the explantation surgery. This is a final report.

Event description:
The patient stopped wearing the ci due to headaches and poor sound quality. The device has been explanted and the patient has been reimplanted.